Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator was registering approximately 20-30% battery life. Review of the vns physician¿s manual showed that the nominal beginning of life to ifi=yes battery life for the generator at 2ma/30hz/250us, duty cycle of 33% and 3kohm impedance (not accounting for tachycardia detection enabled and autostimulations) is 5.6 years. The time given the same parameters, except with a duty cycle of 10%, is > 10 years. The generator device history record was reviewed and found that all specifications were met prior to distribution. The internal data for the (B)(6) 2016 appointment was reviewed. The diagaccumconsumed field showed 16.361% of the available charge had been consumed. The battery voltage was measured between 2.826 - 2.855 v. The registered battery indicator was the 25% indicator. The minimum vbat measurement up to the appointment occurred that day and registered 2.826v. The available internal device data prior to the (B)(6) 2016, appointment was also reviewed and showed battery indicators of 100%.

Event description:
Further information was received that the patient was consulted for a replacement. Additional internal generator data was also obtained and analyzed. The two new programming events provided revealed that the battery had reached the 25% indicator based on the measured battery voltage. However, based on the estimated charge consumed, the battery was expected to be at the 100% battery indicator. There was no voltage rebound after 15% charge consumed which confirmed the battery had depleted too quickly and reached the 25% battery indicator prematurely. A review of the device history record showed the generator had been laser routed and sent out for distribution after passing all quality inspections prior to release for distribution. The laser-routing process used in manufacturing of this generator is known to potentially cause conductive debris which causes excess current draw. No known surgical intervention has occurred and no further relevant information has been received to date.